Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse chose the wrong unit of measure during programming of a spectrum iq pump. The nurse first attempted to send the order via auto-programming but due to connectivity issues the order was not received. The nurse then programmed the pump in basic mode per the order information. The nurse chose the wrong unit of measure for the midazolam (mg/min instead of per hour). The pump went into ¿safe mode¿ and allowed the user to proceed. This occurred during patient therapy and the parameters were provided (midazolam infused at 3mg/min, 180 ml/hr and concentration 100mg in 100ml). There was no significant effect on the patient as the intubation had already taken place; they may have run vasopressors for a period of time. No additional information is available.

Manufacturer narrative:
B5: it was reported during follow up that the midazolam infusion was indicated for use post-intubation for continuous sedation. It was reported that the patient experienced hypotension due to the event and was treated with an unspecified vasopressor. The patient returned to baseline status within a few hours and required continuation of sedation. H10: the device was received for evaluation. During functional testing, flow accuracy testing from the flow line was performed and received the following results: flow rate of 180 ml/hr., vtbi = 180 ml, delivered =164.722, error = -8.48778%. A review of the event history log revealed midazolam was infused at 3 mg/min 180 ml/hr and concentration 100 mg in 100 ml. At 23:37 timestamp infusion order accepted ap basic advisory shown ap lvp not ready ap lvp not ready ap basic advisory accept, ap 1touch accept, pump ran primary bag dose: 03mg/min at rate: 180 ml/hr with vtbi: 100 ml and 0 ml was given to the patient. The reported condition was verified as 180 ml/hr is not what the customer intended to program. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. By review of the reported event circumstances, this event involved a use error (the nurse inputted the wrong unit of measure for the dosage of the drug). On-screen prompts of the pump display in addition to the instructions provided in the user manual indicate which units to consider when programming infusion therapy. To conclude, use error (the nurse programmed the wrong units) possibly caused or contributed to over-infusion of midazolam therapy and subsequent hypotension for the patient. Clinicians were retrained and counselled. Should additional relevant information become available, a supplemental report will be submitted.